Event description:
Facility reported "clamp malfunction" during the first use of the transfer set. There is no patient injury or medical intervention reported with this incident according to the complaint coordinator.